Event description:
The suspected lead was later received by the manufacturer. But product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 inadvertently left out investigation findings. C16 will be added.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implant procedure, a new lead was opened. The representative noticed that the suture for the lead was glued to the packaging. A back up lead was used instead. The suspected device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis of the suspected product was approved and reviewed. No other relevant information has been received to date.

Event description:
Additional review was performed for the cause of the event. It was determined that the lead was not correctly oriented in the tray according to the assembly procedure during the manufacturing process. No other relevant information has been received to date.